Event description:
It was reported that a temperature alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy. The customer declined assistance from tandem technical support regarding the issue.